Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, additional ablations were performed with the electrophysiology (ep) catheter as gap remained in the bottom side of the right superior pulmonary vein (rspv); it was then discovered that the phrenic nerve (pn) was not moving. The case was completed with cryo. Additional information received indicated that the patient was discharged from the hospital; however, the pn had not recovered by the time of discharge. No further patient complications have been reported as a result of this event.